Event description:
The pt's mom stated that when she changed the pt's infusion set today the cannula was slightly bent. She claimed that a few hours after the infusion set change, the pt's blood glucose became "high" with ketones: the pt did not have any nausea and vomiting. The pt reportedly does not have any current illnesses or infection. The pt's mom was advised by the pt's health care professional to correct the blood glucose with syringe and to call animas. The animas representative went through troubleshooting with the pt's mom and the following were noted: the pt's mom denied any issues with the infusion site, set, cartridge, or any leakage. There were no associated alarms in the pump's history. The total daily dosage indicates that the pt took 21 units bolus and 7 units of basal today. There was no indication of pump malfunction. The pt's mom was advised to give the injection, per health care professional's advise, and to call animas back with an update. Animas made 2 attempts to follow up with the pt's mom, but were unable to reach her. Based on the info provided, there was no indication of a pump malfunction. However, this complaint is being reported because the pt reportedly developed elevated blood glucose with ketones after the infusion site change.

Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no data from the time of the event was available due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery cap was found to be stripped. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.